Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. One partial recapture occurred during implant. Procedure was successfully completed without sign of pericardial effusion during or at the end of the case. Later that night, patient developed hypotension for which a pericardial effusion and subsequent cardiac tamponade were discovered. A pericardiocentesis was performed to successfully resolve the effusion. Patient was discharged (B)(6) 2019.